Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum, the device experienced samples not stored at proper temperature. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were frozen. Customer left voicemail stating that she received tubes (368774 and 367988) where the serum was completely frozen in transit in a spun sst.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum, the device experienced samples not stored at proper temperature. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were frozen. Customer left voicemail stating that she received tubes (368774 and 367988) where the serum was completely frozen in transit in a spun sst.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. This MDR should be considered cancelled under MDR MFR report # 2243072-2022-00246.